Event description:
It was reported to baxter canada that an intermate lv 100 device was found to be leaking. Therefore, the sterile fluid pathway was breached. This condition was discovered after the device was filled with 90mg of pamidronate in 250ml of 0.9% sodium chloride. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It has been reported the footrest does not go all the way down. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an intermate lv 100 device which was leaking was confirmed during product evaluation as the device leaking at the junction of the tubing and luer post. This condition was caused by insufficient bonding at the junction of the tubing and luer post. This is a single use device and will be discarded.a batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.